Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, after further review of the complaint record, it was determined that the patient did not receive signal loss over 1 hour. Report was submitted in error. Please disregard all information in MFR 3004753838-2021-252450 as this will not be reportable.

Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.